Event description:
Philips received a complaint by the customer on the v60, indicating that the connector could not be connected to the oxygen inlet. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the oxygen pipe could not be connected to the oxygen interface. A field service engineer (fse) went onsite and confirmed the reported problem. The fse replaced the oxygen interface to resolve the issue. The oxygen interface was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address line 1: (B)(6) reporting address state: (B)(6) reporting address postal: (B)(6) reporting institution phone #: (B)(6) reporter phone #: (B)(6) this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00260. All information from the original report(s) has been transferred to this report.